Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that at night, the device implant location gets very warm, and that it "comes and goes". The device remains in use. No patient complications have been reported as a result of this event.